Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1004, which is indicative of a short circuit condition was detected during shock delivery. Then, a code 1006 was declared a few times, which is indicative of high voltage has been detected on leads during a charge. This patient received a shock while wriring a breaker with no power. Technical services (ts) did not observe any electromagnetic interference (emi) however, noted it looked to be supraventricular tachycardia (svt). Ts recommended replacement of this ICD and right ventricular (rv) lead. This patient was seen by a different physician and is now wearing a lifevest. At this time, this ICD system remains in service. No adverse patient effects were reported.